Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to ¿lack of hygiene in hand washing¿ (no further detail). The patient was hospitalized for the peritonitis. On unspecified dates, the patient was recovered from the peritonitis and was discharged from the hospital. No further detail was provided regarding treatment or whether pd therapy was ongoing. No additional information is available.